Event description:
Caller alleged discrepant results using the inratio meter: results as follows: patient 1: date: (B)(6)2011, inratio: 2.4, lab: 1.7. Time between testing was less than five minutes. The patient is taking pain medication for a post operation. The patient may be taking other medications, but the list was not available. Patient took last dose of coumadin the night before testing.

Manufacturer narrative:
Patient 1 is taking pain medication. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value."discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: a) (B)(6) 2011, inratio: 2.4, reference: 1.7, mean: 2.05, confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Recent test conducted on lot #247452 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 96 = 3.1, 3.6.3.2 inr; donor 97 = 2.7, 2.7, 3.7 inr. At least two out of three replicates are within the allowable bias (+/- 1.0) of reference results for donor 96 (2.78 inr) and donor 97 (2.30 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that tests result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. As reviewed on (B)(6) 2011, 25 discrepant result complaints were reported for lot #247452 yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action(>0.07%) no further action is required this time. The issue will be subject to tracking and trending. Corrective action is not required at this time.